Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿customer closed the white twist clamp on the transfer set, but the dialysis solution came out". This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for four months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid present from the female connector with the twist clamp in the closed position. However, due to a photo only analysis and not receiving the actual sample, there is not enough information to duplicate the event or if the sample failed or met specification. Should additional relevant information become available, a supplemental report will be submitted.